Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that the nurse hung an avalox piggback, she programmed it and watched it drip before she left the room. When she returned, the antibiotic was dray and the primary was green, and it appeared that it had back-flowed into the bag. No pt harm or medical intervention occurred. No further pt/event info was reported.